Event description:
The ICU recovery nurse reported the lumbar catheter drainage system was used on a patient approximately six months ago. The drainage tubing kept breaking requiring rplacements. The patient's hospitalization was extended two weeks in intensive care for treatment of meninigitis. 03/2004 additional information was requested from the reporter.